Event description:
It was reported that the blade became separated. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon blade got separated. The procedure was completed with another of the same device. No patient complications were reported.